Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during priming. The home patient (hp) stated they had changed out only the cassette a couple of times. The technical service representative (tsr) explained setup was compromised. The tsr advised the hp not to disconnect and reconnect bags. The hp understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error, reuse of single-use was confirmed: the patient reported during trouble shooting of an alarm situation check lines and bags, patient switched the cassette only and reused the disposable bags. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.